Event description:
It was reported that device data collection had not been enabled on the implantable cardiac monitor (icm) which prevented wireless transmissions. The patient was referred to the clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.